Event description:
It was further reported that the generator had been returned for service.

Event description:
It was reported that the device powered off twice while connected to the patient. It was also noted that the battery was replaced and the device turned off again. The device was replaced and will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, the battery release spring was corroded, both bail covers were broken, the ring cover was contaminated, the heart block and heart wire contacts were contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was contaminated, the battery flex was corroded. Further analysis was performed on the battery flex. This analysis found that the contamination found on the flex caused the reported shut down and inability to turn the device on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.